Event description:
On 12/04/2009 pt reported within the last 2 months he has started to notice issues with both the up and down buttons. Pt stated both buttons have been giving him issue intermittently. He states the buttons will not respond when attempting to give himself a bolus. Pt reported the buttons pop back up when pressed. Pt declined to troubleshoot. Pt states he is currently using his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.